Event description:
It was reported that on the evening of (B)(6) 2013, MRI ventilator was in use on a pt during an MRI procedure. The ventilator rolled towards the MRI and the user interface struck the MRI. The user interface went dark and made an alarm sound. The pt was unharmed. (B)(4). Ref # MFR 8010042-2013-00196.